Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a lead repositioning procedure, the implantable pulse generator (ipg) exhibited a loose set screw which fell out of the device upon re-insertion of the lead. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that during the repositioning procedure, right atrial (ra) lead dislodged and no capture was observed. The ra lead issues were suspected to be as a result of the ipg set screw issue as capture was later confirmed once ra lead was reconnected into the ipg.